Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, while performing sphincterotomy, the cutting wire of the autotome rx 39 broke. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.